Event description:
It was reported that the user experienced intermittent difficulty unlocking the ilet device, with the screen responsiveness varying until the issue was addressed through software actions. Symptoms included difficulty interacting with the device interface. Outcomes included no injury, no alarms, and continued therapy use after resolution. Investigation included guided troubleshooting, confirmation of firmware status, firmware update via the mobile app, and a device restart. Investigation of this case revealed that the device functioned as expected after firmware update and restart, indicating a software-related usability issue affecting the user interface that was resolved with standard corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was software performance requiring an update and restart.